Manufacturer narrative:
UDI= (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex enteral colonic stent was implanted to treat a malignant stricture in the colon during stent placement procedure performed on (B)(6) 2016. During the procedure, the physician began deploying the stent; however, the physician experience a lot of resistance and the stent failed to deploy. The scope was repositioned and the physician again attempted to deploy the stent but there was still resistance encountered during deployment. The handle broke off and the stent was accidentally deployed in the scope. The scope was removed from the patient and the stent removed from the scope. The patient was rescoped and the procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex¿ colonic stent and delivery system were returned for analysis. The device was received fully deployed. Visual evaluation found the blue outer sheath was kinked and detached from the exterior tube handle and the clear outer sheath was buckled. In addition, the stainless steel tube was slightly kinked. No ptfe delamination was observed after dissection and there was no issue with the inner shaft. No other issues were identified during the product analysis. The damages noted with the device during analysis was consistent with the application of excessive force and most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on april 07, 2016 that a wallflex enteral colonic stent was implanted to treat a malignant stricture in the colon during stent placement procedure performed on (B)(6) 2016. During the procedure, the physician began deploying the stent; however, the physician experience a lot of resistance and the stent failed to deploy. The scope was repositioned and the physician again attempted to deploy the stent but there was still resistance encountered during deployment. The handle broke off and the stent was accidentally deployed in the scope. The scope was removed from the patient and the stent removed from the scope. The patient was rescoped and the procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.